Manufacturer narrative:
Analysis found that visually, the distal tip had broken off the inner cutter. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The assemblies were deformed. There was no evidence of concentricity issues or bends in the returned tube / shaft assemblies. There was wear around the circumference of the inner tube shaft 0.56¿ from the distal face of the inner hub. There was uneven wear at the cutting tip. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the top part of the blade fell off into the patient during a functional endoscopic sinus surgery procedure. The broken piece was retrieved and another blade was used to continue. The procedure was completed with a 5-minute delay. There was no patient impact.